Manufacturer narrative:
Analysis and results: there is a previous complaint of this code batch, regarding the same issue, closed as confirmed. (B)(4) units of the product c0022344 and batch 120456 were manufactured and distributed in the market. (B)(4) units of the product c0023005 and batch 120455 were manufactured and none has been distributed. When checked the product inside the boxes it is found that all boxes contained the product c0022344 and batch 120456 and that in fact, there were physically only (B)(4) units. These units will be destroyed. Both orders were packaged the same day, one after the other. We assume a human error in the packaging process and all boxes labeled as c0022344 and batch 120456 contain c0023005 and batch 120455 and vice versa. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. See (B)(4). Risk accepted. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported a labelling error: 3/0 reference 0023005 inside the box instead the product label. Patient was not affected.